Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as multiple hardware. The fse replaced the ion-selective electrolyte (ise) tubing, sample probe, na electrode; potassium electrode, chloride electrode, reagent syringe and performed manual cleaning of the ise module to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic sodium (na) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for seven (7) patient samples.